Event description:
After using electrocautery device, surgeon noted thermal injury in the antral area of the stomach. This was significantly removed from the area of dissection in the area where electrocautery had been applied. Inspection of the hook cautery that had been used during the surgery and a very small break in the insulation was noted approximately 4 cm from the tip of the device. This explained the thermal injury noted on the antrum well away from the dissection site. This area was carefully inspected and the injury appeared to be superficial. The area should be imbricated to exercise additional caution. Per comments of onsite surgitech manager the processing technician (employee of surgitech)did not follow processing protocol and perform the insulscan testing prior to releasing the instrument for the case.